Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement, which was identified by intermittent thresholds and confirmed by x-ray. No additional adverse patient effects were reported.